Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 8 months post implant of this aortic bioprosthetic valve, the patient was undergoing a mitral valve replacement so the physician decided to replace the aortic valve during the same procedure. The aortic bioprosthetic valve was replaced with a valve of the same size and model due to moderate stenosis. No additional adverse patient effects were reported.